Manufacturer narrative:
(B)(4). This complaint for a system error 2267 was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed.

Event description:
A customer contacted baxter technical services regarding assistance with a system error 2267 alarm during dwell 4 of 5 on the homechoice machine. The technical service representative(tsr) assisted the home patient(hp) to cycle power on the machine in order to resolve the error message. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.